Manufacturer narrative:
The returned valve was patent. It met the requirements for reflux testing. However it did not meet the requirements for siphon, pres sure-flow and pre-implantation testing. There was proteinaceous debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ the returned valve also did not meet the requirements for leak testing due to a tear in the top of the reservoir. The flange near the inlet connector of the valve was found to be torn. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ it is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. It was originally reported the device was a strata nsc valve, regular, catalog number 92365, lot number unknown. However upon lab analysis the device was identified to be a strata ii valve, regular, catalog and lot numbers unknown. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. Additional device information: the catalog number was later reported to be 42866.

Manufacturer narrative:
The returned valve was patent. It met the requirements for reflux testing. However it did not meet the requirements for siphon, pres sure-flow and pre-implantation testing. There was proteinaceous debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ the returned valve also did not meet the requirements for leak testing due to a tear in the top of the reservoir. The flange near the inlet connector of the valve was found to be torn. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ it is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. It was originally reported the device was a strata nsc valve, regular, catalog number 92365, lot number unknown. However upon lab analysis the device was identified to be a strata ii valve, regular, catalog and lot numbers unknown. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the device was implanted on (B)(6) 2016. According to the report the device was found to be occluded. The report stated that the device was explanted on (B)(6) 2016. Reportedly, there was no injury to the patient.